Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18676. It was reported that patient presented to follow up in clinic. It was noted that left ventricular lead exhibited out-of-range high pacing impedance. A right ventricular (rv) sense test was performed, and the patient was found to be dependent. When tested manually there was no capture at high output. Programming changes were made. The patient was stable.